Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the roller pump had no forward or reverse drive. This was a back-up roller pump and was found on a shelf. Since the event occurred during preventative maintenance, there was no pt involvement.